Manufacturer narrative:
Reported issue: it was reported that the boot was damaged. Product history review review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/02/2017. No non-conformances were identified during inspection. Complaint history review a review of complaints related to p/n 210080, lot 201743082802 shows 3 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Inspection inspection could not be completed because part was not available for inspection. Image submitted at intake shows chips and splintering of the carbon fiber. Per (B)(4), preventive maintenance identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Conclusion: the failure mode has been confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
During decontamination process cpd noticed that the carbon fibers were fraying at the top portion of the foot holder. Thus creating a sharper edge that may create patient harm near the calf. Replacement needed as soon as possible. Case type: no associated procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During decontamination process cpd noticed that the carbon fibers were fraying at the top portion of the foot holder. Thus creating a sharper edge that may create patient harm near the calf. Replacement needed as soon as possible. Case type: no associated procedure.